Manufacturer narrative:
Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. No information was provided that would point to a cause for the result discrepancy.

Event description:
The initial reporter stated that they received questionable results for two patients tested with coaguchek xs meter serial number (B)(4). Of the two patients, one patient had a discrepant result. At 11:00 a.m., a sample from the patient was tested using the meter, resulting with a value of 3.9 inr. At the same time, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.92 inr. The patient's coumadin medication was held based on the meter result. No adverse events were alleged to have occurred with the patient. The patient is currently fine. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly. The reporter's product was requested for investigation and replacement product was sent to the reporter.